Event description:
It was reported that an asymptomatic patient reported to the clinic after receiving a patient notification for out of range hv lead impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.